Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple storage spaces had failed. A field service engineer reseated the row board cable, but it popped out in the hardware testing application (hta). The fse then installed new pockets, but the issue persisted. The fse reseated all board connections and retractor band, booted up the device without pockets installed, and recovered. The user was then able to upload medication, clear the failure notification, and reload medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple storage space failures. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.